Event description:
Memo rec'd dated june 30, 1998, stating the customer "is encountering difficulties with the 5mm ethicon endopath trocar" from their surgical procedure pack. The customer reported to the rubber seal tore during use. There was no reported consequence to the pt. The "cin" spoke to the distributor who stated the product was purchased as ck040.